Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as a broken electrode. The fse replaced the electrode to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous results for na (sodium) for one patient sample on their dxc 600 pro instrument. The customer repeated the samples on another instrument with results considered normal. The erroneous results were not reported out of the laboratory; hence, there was no impact to patient treatment. The customer was unwilling to provide data.